Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reason for original complaint: patient was revised to address osteolysis, which was causing pain. After review of medical records for MDR reportability, the revision operative note indicated hypersensitivity reaction to metal and pain. There was no mention of osteolysis and the stem and cup were noted to be well fixed. Doi: (B)(6) 2008; dor: (B)(6) 2012; (left hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.